Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_12.6, -13.5 diopter, implantable collamer lens was implanted into the patient right eye (od) upside down on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same model,length, and diopter lens. It was reported that the lens got damaged while removing from eye. No patient injury. Problem resolved.